Event description:
It was reported that during an unknown procedure, the teflon pad of the blades detached. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent : 3/20/2009. Info anticipated, but unavailable at this time.